Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they has a medtronic insulin pump and the upward arrow button does not seem to be working. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an unresponsive up arrow button, stuck button alarm, lost sensor alarm, and missing the serial number label found on (B)(6) 2021. The insulin pump passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace/history files using thus. No unresponsive buttons or stuck button alarm noted during testing and a review of the history files shows no stuck button alarms for the (B)(6) 2021 (event date). The insulin pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The insulin pump communicated properly with the transmitter and glucose sensor simulator. The insulin pump was monitored for 2 days while connected to the transmitter and a glucose sensor simulator and no unexpected glucose sensor simulator/transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The insulin pump was cut open for a visual inspection and moisture damage was found on electrical board 1, keypad flex tail, vibrator harness assembly, motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, missing serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Unresponsive keypad, stuck button alarm and lost sensor alarm are not confirmed. Cosmetic damage (missing serial number label) is confirmed. Moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.